Event description:
It was reported by customer aline preparation for the patient and the actual tubing leaked at one of the connections when flushed. Prepped aline for insertion and confirmed line was flushed recognized saline leakage at connection. No serious injury reported. Delay in patient care as device would have been required to have been replaced.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.